Event description:
The contact stated that she performed a control test using the customer's meter and received a result of "lo". While troubleshooting, she performed more control tests and received a result of 321 mg/dl. The normal control range was 110-157 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. The customer was sent a breeze 2 meter kit.